Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: lead model: mn10450-50a, batch: ab2230; common device name: lead model: mn10450-50a, batch: ab2185.

Event description:
It was reported that one of the patient's lead was not providing effective therapy. Surgical intervention may occur.

Manufacturer narrative:
Upon review, the issue should not have been submitted as a medical device report (MDR) as no surgical intervention was performed on the lead.